Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, the pump led the customer to change the cartridge and perform the fill tubing process multiple times. Tandem technical support could not find any alerts or alarms in the pump logs. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 72mg/dl.